Event description:
The customer received a blood glucose reading of 374 mg/dl from her contour and a reading of 145 mg/dl from another contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional info before ending the call. No product will be returned.

Manufacturer narrative:
The customer did not provide any product info before ending the call, so it was not possible to determine the manufacture date or 510(k) number.